Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) the back cover is bent. A getinge field service engineer evaluated the unit and discovered that the back cover on the console had been damaged (bent in on the back side where the handle mounts). The cover was pushing on the pressure hose from the compressor but was still fully functional. Fse replaced the back cover assembly (d441-00-0194) and completed a full system test (calibration check, functionality check, and safety check), all tests passed to factory specifications. Returned to the customer and released for clinical use. There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) back cover of transport unit is bent in and damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.